Manufacturer narrative:
A1-a5: patient information was not provided. G.5: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system. The event occurred in india. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed errors related to patient pumps 2 and 3 are using too much power (e17 & e21). The event occurred during priming. There was no patient impact.